Event description:
As reported for this event by the customer, during reprocessing it was observed that the inlet for the connection to the power cable was broken. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, an error was received for mains connection socket broken. The socket needed replacing. In addition, the device feet were noted to be partly loose and the housing cover was heavily worn. Both needed to be replaced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken socket could not be determined. It is possible that the device was mishandled, or had increased in usage. Olympus will continue to monitor field performance for this device.